Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed de novo mid left anterior descending artery. During preparation there was resistance removing the protective sheath and stylet. Post-dilatation was being performed with a 3.75 x 20 mm nc trek balloon catheter. The balloon was successfully inflated; however, it could not be deflated. The balloon was ruptured in order to remove it from the anatomy. Another 3.75 x 20 mm nc trek balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported deflation difficulty could not be tested/confirmed due to the condition of the returned device. The reported difficulty removing the protective sheath could not be tested as the protective sheath was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted that the nc trek and mini trek rx, coronary dilatation catheters (cdc), global, instruction for use (IFU) specifies: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. All air must be removed from the balloon and displaced with contrast prior to inserting into the body. In this case, the IFU deviation does not appear to have directly caused or contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however, the reported deflation issue and subsequent treatment appear to be due to the operational context of the procedure.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.